Event description:
It was reported that the patient was dissatisfied and presented with pain in right side of penis, mid shaft. Upon explant, no device or sizing issues were found with this tactra penile prosthesis. No further patient complications were reported.